Event description:
Device is non-allergan , record is not reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture

Event description:
Healthcare professional reported on the right side ¿grossly ruptured with gel bleed", ¿capsular contracture, baker grade IV¿, "calcification¿, ¿extra capsular extension", and ¿exchange of textured device due to patient's concern with product¿ this record is for right side. Device was explanted.